Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported.